Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise due to noise was observed via egms. Lead insulation damage was suspected. Lead provocative testing was recommended. Lead revision is planned. Patient condition was good.